Event description:
Dr. (B)(6) performing routine radial artery access for a left heart catheterization. Tip of radial wire broke off, visible in angiography. Unable to remove broken portion of wire, vascular surgeon, dr. (B)(6), contacted. Upon examination, dr. (B)(6) determined a cutdown would be necessary to retrieve the segment of broken wire. Cutdown performed per dr. (B)(6), wire fragment successfully removed and complete removal confirmed by angiography. Dr. (B)(6) stated the wire began unraveling when trying to pull back to remove it. Cardinal health. FDA safety report ID# (B)(4).